Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces during the visual inspection. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer called and reported that the buttons on the insulin pump were continually scrolling through units when she would try to deliver a bolus. Customer's blood glucose was 116 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.